Event description:
At the time screw insertion, the surgeon couldn't reach compression, the inner screw couldn't be turned in or out and therefore he removed the compression screw and tried another one.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
At the time screw insertion, the surgeon couldn't reach compression, the inner screw couldn't be turned in or out and therefore he removed the compression screw and tried another one.

Manufacturer narrative:
Visual investigation showed that the hexagons of the lower parts of the screw were heavily damaged and rounded out during insertion because of very high torsion forces. Because of these damages, it was not possible to insert or to remove the implants as intended. The screw shaft showed deformations with material bulging. Based on the available information, the root cause for the reported event can be attributed to a user related issue. No indications were found for any systematic, material or manufacturing related issue.